Event description:
The customer stated that she was treated at the hospital for low blood glucose. No blood glucose levels were reported. The customer stated that she was working and she lost track of time. The customer was very busy and her blood glucose levels dropped. Troubleshooting was performed and the insulin pump passed the displacement test. The customer also stated that she has been under a lot of stress recently. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.